Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, the battery compartment was observed to be cracked from the top to the cover part. Unrelated to the original complaint, there was a crack in the pump case near the upper right corner of the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was cracked. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.